Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had over infusion of normal saline. 1000ml of normal saline was set to infuse at a rate of 80ml/hour. Approximately one hour later, the pump alarmed for air in line and the medication bag was found to be empty. The event reportedly occurred at 1400. There was patient involvement but no harm. Rn hung 1000cc of ns and programmed pump to infuse 80ml\hr. Apprx one hour later, rn heard pump alarm and went in the room to see "air in line" message. Ns bag empty.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infusion of normal saline. 1000ml of normal saline was set to infuse at a rate of 80ml/hour. Approximately one hour later, the pump alarmed for air in line and the medication bag was found to be empty. The event reportedly occurred at 1400. There was patient involvement but no harm. Rn hung 1000cc of ns and programmed pump to infuse 80ml\hr. Apprx one hour later, rn heard pump alarm and went in the room to see "air in line" message. Ns bag empty